Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of a damaged modular cable and exposed wire on the modular cable was confirmed via the returned modular cable. The submitted log file (labeled (B)(6) and the downloaded log file (labeled (B)(6) from the returned system controller contained partially overlapping data spanning approximately 4 days (B)(6) 2021 per the timestamp). There were no events in the log file that indicated an issue with the modular cable. The heartmate 3 vad modular cable (lot number 7057298) was returned with approved labeling. The returned modular cable contained a cut/tear in the polyurethane jacket. The modular cable was functionally tested and passed all steps without issue. The modular cable was then tested by measuring the resistance of the individual wires using a digital multimeter and no issues were observed. The returned modular cable was then connected to a known working test system controller and pump without issue. The modular cable was manipulated by hand during testing with no issues or atypical alarms observed. The modular cable polyurethane jacket was dissected to reveal that the cut/tear/deformation only penetrated the polyurethane jacket and did not affect the bionate layer or the underlying wires. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot#: 7057298) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 vad modular cable (lot #: 7057298) was shipped from abbott on 19sep2019. The heartmate iii patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean, care for the driveline, and connect it properly. This section instructs the user to inspect the modular cable in-line connector for signs of damage, such as cracking, fraying, wear, exposed wires, sharp bends, or kinks. Call your hospital contact right away if the driveline is damaged (or might be damaged)." The heartmate iii patient handbook (rev. C) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate iii patient handbook (rev. C) and the instructions for use (rev. C) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with a twisted driveline and exposed wire on the modular cable. The patient stated that the modular cable got slammed in the car door. The controller and modular cable were changed out in clinic and the issue was resolved. Basic metabolic panel (bmp), lactate dehydrogenase (ldh), international normalized ratio (inr), and a complete blood count (cbc) was drawn and reviewed. All vital signs presented stable. The patient was stable. A log file review showed no notable alarm conditions or parameter changes. There was no incidence of a percutaneous lead conductor issue.